Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a leak from the mounting point of the white blood cell, wbc, bath. He replaced the wbc bath and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
While troubleshooting an unrelated event, the field service engineer (fse) observed a fluid leak from a coulter act diff analyzer. The volume of the leak was unspecified. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The fse was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.